Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: [missing records: records for the CT scan showing the ¿incisional hernia in the midline with multiple small defects between her umbilicus and pubic symphysis¿ were not provided.] (B)(6) 2009: (B)(6). (B)(6), md. Operative report. Assistant: (B)(6), md; (B)(6), md. Preoperative diagnosis: anterior abdominal wall hernia. Postoperative diagnosis: anterior abdominal wall hernia. Procedure: laparoscopic ventral hernia repair with mesh. Operative details: anesthesia: geta [general endotracheal anesthesia], (B)(6), md. Estimated blood loss: minimal. Complications: none. Drains: none. Indications: the patient is a 33-year-old female who was initially seen by my partner, dr. (B)(6), in (B)(6) 2009. At that time, she had previously undergone six cesarean sections and a partial hysterectomy. She described anterior abdominal wall pain and her primary care physician felt that the patient had a ventral hernia . She did describe some obstructive symptoms, denied any fevers or chills or current nausea or vomiting. On physical examination, the patient was markedly obese. There were surgical scars from her prior hysterectomy, tubal ligation, and cesarean sections. The anterior abdominal wall hernia was not able to be appreciated secondary to her obesity. She did have a CT scan, which was reviewed, and demonstrated an incisional hernia in the midline with multiple small defects between her umbilicus and pubic symphysis. Between february and june, she had multiple urinary tract infections, had multiple courses of antibiotics and was also evaluated by urology. Her urinary tract infection has now cleared, and she had no other changes to her medical history, and was still desiring repair of these hernias. She is brought to the operating room today for laparoscopic repair. Findings: laxity and hernia defect appreciated in the midline. A 10 x 15 cm dualmesh placed with four tacking, transabdominal stitches, and pro tacking device. Technique: ¿after informed consent was obtained, the patient was brought to the operating room and placed in the supine position. General anesthesia was induced. Her airway was secured with an et tube. She was positioned supine with her arms abducted. Scd's and a foley catheter were placed. She was then shaved, prepped and draped in a sterile fashion. A small skin incision was made over the right rectus muscle approximately 4 to 5 cm above the umbilicus at the patient's right side. Dissection was carried down through the skin with the scalpel, and a 10 mm port, with a 0 degree camera was used, and the visiport technique to enter the abdomen. Pneumoperitoneum was then established. The abdomen was then inspected. There were multiple areas of omentum adhered to anterior abdominal wall. Additionally, she had a single loop of intestine was adhered in the left lower quadrant to the anterior abdominal wall. Two additional 5 mm working ports were placed in the right upper and left upper quadrants. These were done under direct visualization with care to avoid injury to the intra-abdominal organs. The omentum was then carefully taken down using a combination of endo-shears and harmonic scalpel. Once the omentum was fully freed, the single loop of small bowel was carefully inspected. It was densely adhered to the anterior abdominal wall. The anterior abdominal wall was incised using the endo-shears and this loop of small bowel was taken down using the endo-shears without use of cautery. This was done with a pedicle of anterior abdominal wall so as to avoid injury to the small bowel proper. Once the small bowel was freed, it was inspected multiple times. There did not appear to be a serosal defect. The suction irrigator was used to careful inspect this location. Again, there did not appear to be any small bowel injury, and no further intervention was required. The anterior abdominal wall was then inspected, and there was laxity at the midline with apparent defect of approximately 6 x 9 cm. A 2 cm overlap was desired for placement of the mesh. Thus, a 10 x 15 cm dualmesh prosthesis was selected. 2-0 prolene and 2-0 vicryl stitches were then placed within each of the four quadrants of the mesh for circumferential fixation. The mesh was then rolled on a grasper, and placed within the abdomen at the 10 mm port site. A 30 degree camera was used throughout this portion of the procedure for adequate visualization during mesh placement. The camera was then re-introduced into the abdomen and the mesh was unfolded. The upper-most stitch was then selected for first fixation. A small skin incision was made below the umbilicus. The carter-thompson was then brought through the anterior abdominal wall, and the two stitches were pulled through. These stitches were then controlled externally using a hemostat. Attention was then turned to the inferior-most stitch, where again a small skin incision was made, the carter-thompson was brought through the anterior abdominal wall and both stitches were pulled transabdominally. These again were secured using a hemostat. This was similarly done to the patient's left and right sides, where the stitches were pulled through the anterior abdominal wall. Once all three stitches were pulled through, the mesh was then pulled tight against the anterior abdominal wall. It was apparent that the upper-most stitches needed to be re-positioned more superiorly. These stitches were then re-introduced into the abdomen, an additional small skin incision was made approximately 3 cm superiorly, and the carter-thompson was once again brought through the anterior abdominal wall. In order to fully visualize this area, the falciform ligament was taken down at its inferior-most aspect using the harmonic scalpel. The stitches at this location were then brought through the anterior abdominal wall, and again all stitches were made taut. The mesh then laid nicely against the anterior abdominal wall. All stitches were tied down, and the pro tacking device was then used to secure the mesh circumferentially. The loop of small bowel was once again inspected. Again, there was no leakage of small bowel contents, no bleeding, and the serosa appeared to be intact. The ports were then removed under direct visualization. No port-site bleeding was noted. The skin at all incisions was then closed using interrupted monocryl. Steri-strips were then applied. The wounds were sterilely dressed. The patient was awakened, extubated, and transported to the recovery room in stable condition. Dr. (B)(6) was present throughout the entire procedure.¿ (B)(6) 2009: (B)(6). Surgical documentation. Implant record. Description: mesh 1dlmcp03 dual 1mm x 10cm x 15cm. Lot number: 057821133. Quantity: 1. Implant site: abdomen. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp03/057821133] was implanted during the procedure. Records between 06/02/09 and 09/23/15 were not provided. (B)(6) 2015: (B)(6) hospital. (B)(6), md. Operative report. Preoperative diagnosis: l5-s1 degenerative disk disease with patient having additional lumbar vertebra. Surgery: anterior spinal fusion l5-s1/l5-l6 with discectomy, cage placement and bone morphogenic protein, bone graft and screws, stand-alone anterior lumbar fusion cage. Postoperative diagnosis: l5-s1 degenerative disk disease with patient having additional lumbar vertebra. This was a markedly difficult surgery due to significant obesity and marked elevated bmi of 42.15 with bsa of 2.29 with prior history of abdominal mesh placement in 7 c-sections. Anesthesia: general anesthesia, endotracheal intubation. Co-surgeons: (B)(6), md. (B)(6), md. Procedure in detail: ¿after induction of general anesthesia and the patient in supine position with noninvasive monitoring with scds, body warmers preop, patient was placed on IV support, IV antibiotics and foley catheter. The patient's abdomen was appropriately prepped and then draped. Appropriate x-rays were displayed. Each level was discussed with dr. (B)(6). Then under radiology guidance, a horizontal abdominal incision was made. This was not a true pfannenstiel lying way down because of prior multiple incisions, but also because of marked large panniculus. At this point, the difficult nature of the surgery was commenced. It took more than 2-1/2 times the normal time it would take to go through skin and subcutaneous tissue, down through the fascia and then identifying a prior mesh in the lower end which was gently freed so as to circumvent it and then enter into the peritoneal cavity. Some adhesions were lysed, and then became marked degree of difficulty because of increased bmi . Exposure of the retroperitoneum was done including a wound-protecting device. At this point, the parietoperitoneum was incised. Because of the marked depth of the wound, very large and long instruments had to be used with extreme care. The extraperitoneum was dissected to identify the left iliac vein, the right iliac artery, the vein and then vertebrals, freeing up including using some techniques to hold the retractors so as to not push these vessels which were very high up because of the additional vertebra that the patient has in the sacral region. With freeing of all these areas, midline markers were placed and surgery was handed over to dr. (B)(6). I was present throughout the surgery and assisted him with the rest of the surgery, and once the cage was in place and retroperitoneal hemostasis was excellent, the peritoneum was closed with hemoclips. __ [sic] back and then the mesh was also repositioned down, at which point the peritoneum/lining over the mesh were closed with 0 chromic and #0 vicryl . Muscle reapproximation also was done because she had __ [sic] muscles and then fascia was closed with #1 looped pds. Subcutaneous was copiously irrigated and then skin was closed with skin clips because of the large voluminous nature of her subcutaneous tissues. Sterile dressings were then applied. At the end of the procedure, overall blood loss was less than 100 ml. Complications: none. Final sponge count was correct. The patient tolerated the procedure well and no neurovascular complications.¿ (B)(6) 2015: (B)(6) hospital. (B)(6), md. Operative report. Preoperative diagnosis: small-bowel obstruction, status post attempted conservative management, status post anterior spinal fusion l5-s1 through transabdominal approach. Postoperative diagnosis: small-bowel obstruction related to multiple adhesions in the pelvis from prior pelvic surgeries and adherence to the mesh (gore-tex mesh). Small-bowel obstruction secondary to adhesions. Surgery: exploratory laparotomy, lysis of adhesions, release of small-bowel obstruction. Excision of old mesh. Ventral hernia repair with mesh 12 x 18 cm oval bard. Anesthesia: general anesthesia, dr. __ [sic]. Operative procedure: ¿after induction of anesthesia in patient as well as continuous monitoring, the patient's abdomen was appropriately prepped and then draped. This patient's subcu [subcutaneous] heparin was held, scds [sequential compression devices] were in place. The patient received preoperative antibiotics and appropriate body warmers, pressure points were padded. The abdominal incision that had been prepped and draped was assessed and then when safety checks completed, the old staples were removed and then the incision was assessed. The incision seemed to be slightly widened approximately 1/2 inch on each side post which with appropriate retraction through skin and subcutaneous tissue down to the fascia, the #1 pds from prior surgery was excised and then the wound was evaluated in the subfascial region. The tissues appeared to be intact including the area where the mesh had been repositioned on prior surgery. At this point, gently going back down into the peritoneum lateral on the left side underneath the mesh and gentle evaluation revealed only that there was distended bowel. Once we were able to assess that the bowel was safe, only one area of bowel was noted to be slightly adherent to the mesh which was then lysed and freed, but this mesh had to be removed because we needed a total access to the abdomen. The mesh with all its tacks were meticulously removed completely and submitted for pathology . This allowed for good access to the abdomen within at which point it was noted that there was distended bowel going down in the pelvis. The patient has had prior surgery and there were some adhesions which all in a combination at 3 areas appeared to be what was causing a series of partial obstructions which converted to complete which were lysed out and once this was lysed out, terminal ileum down to the cecum was noted. Furthermore, proximal bowel was all distended but uncompromised and had no obstruction. No adhesions at which point the lysed part was evaluated. There were no problems or complications identified at which point all bowel was repositioned. Because of prior surgery, omentum was markedly adherent higher up and could not be mobilized but, at this point, it was also felt that because of the large defect that would be left in because of prior mesh that had been placed was removed. A bard uhs 12 x 18 cm oval mesh was selected with a ring around it which was meticulously unfurled over some fibrinous material that had been formed by prior mesh to protect the bowel and then once the mesh was in between the layers here, it was anchored with interrupted 2-0 vicryl all around and then the muscle, which had completely separated out and where the hernia was attempted to bring together as much as possible to cover the mesh followed by closure of the fascia, which was a pfannenstiel incision with #1 looped pds. Once closed, the wound was copiously irrigated with saline and then a 19 blake drain was left behind in the deep subcu [subcutaneous] because of patient's morbid obesity and a panniculus in this area. There was no infarction or any subcutaneous tissue and then at this point, the wound was closed in layers including skin with skin clips. Sterile dressing was then applied. At the end of the procedure, estimated blood loss was minimal. Complications: none. Sponge and instrument counts: correct.¿ (B)(6) 2015: (B)(6) hospital. Implant sticker. Ventrio st hernia patch. Bard. (B)(6) 2015: (B)(6) hospital. (B)(6), md. Pathology report. Accession: cs-15-0001910. Final diagnosis: synthetic mesh material and wires, gross diagnosis only. Specimen(s) received: old mesh. Clinical information: pre-op diagnosis: possible bowel obstruction. Post-op diagnosis: none given. Clinical history: spinal stenosis of lumbar region without neurogenic claudication. Gross description: received fresh, labeled with the patient¿s name, medical record number and ¿old mesh¿, is a 9.7 x 8.0 x 0.5 cm somewhat ovoid portion of tan-pink, synthetic mesh material. Embedded within the peripheral aspect of the mesh are multiple (greater than ten) cylindrical, coiled, gray-silver metallic wires. No focal lesions are grossly identified. No sections are submitted, gross examination only. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions . H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes (1695 and 2422) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: ¿ the known medical records span (B)(6) 2009 through (B)(6) 2015 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. ¿ medical records from (B)(6) 2009 through (B)(6) 2015 were not provided. Patient information: medical history: ¿ fibromyalgia . ¿ obesity. - (B)(6) 2015: 240 lbs., bmi 42.15. - (B)(6) 2015: morbid obesity. ¿ smoking. - (B)(6) 2015: nonsmoker; used to smoke 1 pack per day for one year, last smoked 10 years ago. - (B)(6) 2015: smokes 4 cigarettes daily x 3 years; quit 10 years . ¿ (B)(6) 2015: has plasminogen activator inhibitor-1 deficiency. ¿ (B)(6) 2015: history of peptic ulcer [pud]. ¿ gastroesophageal reflux disease [gerd]. Surgical procedures: ¿ unknown dates: cesarean sections x6. ¿ unknown date: partial hysterectomy. ¿ (B)(6) 2009: laparoscopic ventral hernia repair with mesh. Implant: gore® dualmesh® plus biomaterial. ¿ (B)(6) 2015: anterior spinal fusion l5-s1/l5-l6 with discectomy, cage placement and bone morphogenic protein, bone graft and screws, stand-alone anterior lumber fusion cage. Inferior vena cava filter placed. ¿ (B)(6) 2015: exploratory laparotomy, lysis of adhesions, release of small-bowel obstruction. Excision of old mesh. Ventral hernia repair with mesh. Implant: bard, ventrio st hernia patch. Implant preoperative complaints: ¿ (B)(6) 2009: indications: ¿was initially seen in (B)(6) 2009. At that time, she had previously undergone six cesarean sections and a partial hysterectomy. She described anterior abdominal wall pain and her primary care physician felt that the patient had a ventral hernia. She did describe some obstructive symptoms, denied any fevers or chills or current nausea or vomiting. On physical examination, the patient was markedly obese. There were surgical scars from her prior hysterectomy, tubal ligation, and cesarean sections. The anterior abdominal wall hernia was not able to be appreciated secondary to her obesity. She did have a CT scan, which was reviewed, and demonstrated an incisional hernia in the midline with multiple small defects between her umbilicus and pubic symphysis. Between (B)(6) and (B)(6), she had multiple urinary tract infections, had multiple courses of antibiotics and was also evaluated by urology. Her urinary tract infection has now cleared, and she had no other changes to her medical history, and was still desiring repair of these hernias. She is brought to the operating room today for laparoscopic repair.¿ implant procedure: laparoscopic ventral hernia repair with mesh. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp03/05782133, 10cm x 15cm x 1mm thick, oval]. Implant date: (B)(6) 2009. ¿ findings: ¿laxity and hernia defect appreciated in the midline. A 10 x 15 cm dualmesh placed with four tacking, transabdominal stitches, and pro tacking device.¿ ¿ description of hernia being treated: ¿a small skin incision was made over the right rectus muscle approximately 4 to 5 cm above the umbilicus at the patient's right side. Dissection was carried down through the skin with the scalpel, and a 10 mm port, with a 0 degree camera was used, and the visiport technique to enter the abdomen. Pneumoperitoneum was then established. The abdomen was then inspected. There were multiple areas of omentum adhered to anterior abdominal wall. Additionally, she had a single loop of intestine was adhered in the left lower quadrant to the anterior abdominal wall. Two additional 5 mm working ports were placed in the right upper and left upper quadrants. These were done under direct visualization with care to avoid injury to the intra-abdominal organs. The omentum was then carefully taken down using a combination of endo-shears and harmonic scalpel. Once the omentum was fully freed, the single loop of small bowel was carefully inspected. It was densely adhered to the anterior abdominal wall. The anterior abdominal wall was incised using the endo-shears and this loop of small bowel was taken down using the endo-shears without use of cautery. This was done with a pedicle of anterior abdominal wall so as to avoid injury to the small bowel proper. Once the small bowel was freed, it was inspected multiple times. There did not appear to be a serosal defect. The suction irrigator was used to careful [sic] inspect this location. Again, there did not appear to be any small bowel injury, and no further intervention was required. The anterior abdominal wall was then inspected, and there was laxity at the midline with apparent defect of approximately 6 x 9 cm.¿ ¿ implant size and fixation: ¿a 2 cm overlap was desired for placement of the mesh. Thus, a 10 x 15 cm dualmesh prosthesis was selected. 2-0 prolene and 2-0 vicryl stitches were then placed within each of the four quadrants of the mesh for circumferential fixation. The mesh was then rolled on a grasper, and placed within the abdomen at the 10 mm port site. A 30 degree camera was used throughout this portion of the procedure for adequate visualization during mesh placement. The camera was then re-introduced into the abdomen and the mesh was unfolded. The upper-most stitch was then selected for first fixation. A small skin incision was made below the umbilicus. The carter-thompson was then brought through the anterior abdominal wall, and the two stitches were pulled through. These stitches were then controlled externally using a hemostat. Attention was then turned to the inferior-most stitch, where again a small skin incision was made, the carter-thompson was brought through the anterior abdominal wall and both stitches were pulled transabdominally. These again were secured using a hemostat. This was similarly done to the patient's left and right sides, where the stitches were pulled through the anterior abdominal wall. Once all three stitches were pulled through, the mesh was then pulled tight against the anterior abdominal wall. It was apparent that the upper-most stitches needed to be re-positioned more superiorly. These stitches were then re-introduced into the abdomen, an additional small skin incision was made approximately 3 cm superiorly, and the carter-thompson was once again brought through the anterior abdominal wall. In order to fully visualize this area, the falciform ligament was taken down at its inferior-most aspect using the harmonic scalpel. The stitches at this location were then brought through the anterior abdominal wall, and again all stitches were made taut. The mesh then laid nicely against the anterior abdominal wall. All stitches were tied down, and the pro tacking device was then used to secure the mesh circumferentially. The loop of small bowel was once again inspected. Again, there was no leakage of small bowel contents, no bleeding, and the serosa appeared to be intact. The ports were then removed under direct visualization. No port-site bleeding was noted. The skin at all incisions was then closed using interrupted monocryl.¿ revision preoperative complaints: ¿ (B)(6) 2015: indications: ¿long history of lower back pain treated initially with physical therapy, medications and injections. Her pain continued. She was found to have an isolated degenerative l5 -s1 disk with foraminal stenosis and modic changes.¿ revision procedure: anterior spinal fusion l5-s1/l5-l6 with discectomy, cage placement and bone morphogenic protein, bone graft and screws, stand-alone anterior lumbar fusion cage. Revision date: (B)(6) 2015 (hospitalization (B)(6) 2015 through (B)(6) 2015) ¿ (B)(6) 2015: ¿this was a markedly difficult surgery due to significant obesity and marked elevated bmi of 42.15 with bsa of 2.29 with prior history of abdominal mesh placement in 7 c-sections.¿ ¿ procedure: ¿then under radiology guidance, a horizontal abdominal incision was made. This was not a true pfannenstiel lying way down because of prior multiple incisions, but also because of marked large panniculus. At this point, the difficult nature of the surgery was commenced. It took more than 2-½ times the normal time it would take to go through skin and subcutaneous tissue, down through the fascia and then identifying a prior mesh in the lower end which was gently freed so as to circumvent it and then enter into the peritoneal cavity. Some adhesions were lysed, and then became marked degree of difficulty because of increased bmi . Exposure of the retroperitoneum was done including a wound-protecting device. At this point, the parietoperitoneum was incised. Because of the marked depth of the wound, very large and long instruments had to be used with extreme care. The extraperitoneum was dissected to identify the left iliac vein, the right iliac artery, the vein and then vertebrals, freeing up including using some techniques to hold the retractors so as to not push these vessels which were very high up because of the additional vertebra that the patient has in the sacral region. With freeing of all these areas, midline markers were placed and surgery was handed over to dr. (B)(6). I was present throughout the surgery and assisted him with the rest of the surgery, and once the cage was in place and retroperitoneal hemostasis was excellent, the peritoneum was closed with hemoclips. __ [sic] back and then the mesh was also repositioned down, at which point the peritoneum/lining over the mesh were closed with 0 chromic and #0 vicryl . Muscle reapproximation also was done because she had __ [sic] muscles and then fascia was closed with #1 looped pds. Subcutaneous was copiously irrigated and then skin was closed with skin clips because of the large voluminous nature of her subcutaneous tissues.¿ explant preoperative complaints: ¿ (B)(6) 2015: CT abdomen/pelvis. Indication: small bowel obstruction. Abdominal pain, nausea, vomiting. Recently status post retroperitoneal approach lumbar spine surgery . Findings: body wall soft tissue: transverse lower abdominal wall incision, surgical staples in place, subcutaneous fluid collection along the path of the incision in the subcutaneous fat measuring 6.3 cm in depth, 2.8 cm anterior-posterior, and 11.6 cm transverse. Likely a postsurgical seroma/hematoma. Few associated gas bubbles. Evidence of mesh hernia repair subjacent to the incision. Tiny fat filled hernia approximately 15 cm cephalad of incision, hernia defect 12 mm, a small lobule of herniated fat measuring 2.6 cm. Small bowel and mesentery: fluid-filled dilated second and third portion of duodenum. Third portion of duodenum measures up to 3.5 cm in diameter, with dilatation of ligament of treitz into the jejunum, maximum jejunal caliber 3.9 cm. No jejunal wall thickening. Orally administered contrast gradually dilutes and terminates within the dilated bowel segments. There is a transition point abruptly to a normal caliber small bowel anteriorly within the abdomen, just to the left of and deep to the mesh hernia repair. Bird beak appearance, at the transition point, where nondilated small bowel and executed acute turn away from the dilated segment and remains nondilated distally. The remainder of the ileum is nondilated and normal in appearance. Free fluid deep pelvis as described. No free air. Impression: high-grade proximal small bowel obstruction with abrupt transition point to left of and just deep to mesh hernia repair, with features suggesting adhesive disease. Mass of hepatic tip. Collapse of inferior vena cava distal to ivc filter. Hematoma/seroma deep to incision, with subcutaneous fat anterior abdominal wall.¿ ¿ (B)(6) 2015: ¿small-bowel obstruction, status post attempted conservative management, status post anterior spinal fusion l5-s1 through transabdominal approach.¿ explant procedure: exploratory laparotomy, lysis of adhesions, release of small-bowel obstruction. Excision of old mesh. Ventral hernia repair with mesh. Implant: bard, ventrio st hernia patch. Explant date: (B)(6) 2015 (hospitalization (B)(6) 2015 through (B)(6) 2015). ¿ procedure: ¿the abdominal incision that had been prepped and draped was assessed and then when safety checks completed, the old staples were removed and then the incision was assessed. The incision seemed to be slightly widened approximately ½ inch on each side post which with appropriate retraction through skin and subcutaneous tissue down to the fascia, the #1 pds from prior surgery was excised and then the wound was evaluated in the subfascial region. The tissues appeared to be intact including the area where the mesh had been repositioned on prior surgery. At this point, gently going back down into the peritoneum lateral on the left side underneath the mesh and gentle evaluation revealed only that there was distended bowel. Once we were able to assess that the bowel was safe, only one area of bowel was noted to be slightly adherent to the mesh which was then lysed and freed, but this mesh had to be removed because we needed a total access to the abdomen. The mesh with all its tacks were meticulously removed completely and submitted for pathology . This allowed for good access to the abdomen within at which point it was noted that there was distended bowel going down in the pelvis. The patient has had prior surgery and there were some adhesions which all in a combination at 3 areas appeared to be what was causing a series of partial obstructions which converted to complete which were lysed out and once this was lysed out, terminal ileum down to the cecum was noted. Furthermore, proximal bowel was all distended but uncompromised and had no obstruction. No adhesions at which point the lysed part was evaluated. There were no problems or complications identified at which point all bowel was repositioned. Because of prior surgery, omentum was markedly adherent higher up and could not be mobilized but, at this point, it was also felt that because of the large defect that would be left in because of prior mesh that had been placed was removed. A bard uhs 12 x 18 cm oval mesh was selected with a ring around it which was meticulously unfurled over some fibrinous material that had been formed by prior mesh to protect the bowel and then once the mesh was in between the layers here, it was anchored with interrupted 2-0 vicryl all around and then the muscle, which had completely separated out and where the hernia was attempted to bring together as much as possible to cover the mesh followed by closure of the fascia, which was a pfannenstiel incision with #1 looped pds. Once closed, the wound was copiously irrigated with saline and then a 19 blake drain was left behind in the deep subcu [subcutaneous] because of patient's morbid obesity and a panniculus in this area. There was no infarction or any subcutaneous tissue and then at this point, the wound was closed in layers including skin with skin clips.¿ ¿ (B)(6) 2015: pathology report. Final diagnosis: ¿synthetic mesh material and wires, gross diagnosis only. Specimen received: old mesh . Gross description: received fresh, labeled with the patient¿s name, medical record number and ¿old mesh¿, is a 9.7 x 8.0 x 0.5 cm somewhat ovoid portion of tan-pink, synthetic mesh material. Embedded within the peripheral aspect of the mesh are multiple (greater than ten) cylindrical, coiled, gray-silver metallic wires. No focal lesions are grossly identified. No sections are submitted, gross examination only.¿ ¿ (B)(6) 2015: CT abdomen. Abdominal pain. Impression: there is now a drain in the anterior pelvic wall. The fluid collection in the anterior pelvic wall has resolved. Interval removal of the mesh in the anterior pelvic wall. Development of a fluid collection measuring 14.57 cm in the anterior pelvic cavity. Persistent changes of the distal small bowel obstruction.¿ ¿ (B)(6) 2015: x-ray abdomen. ¿indication: small bowel obstruction. Impression: persistent distention of both large and small bowel with fluid levels. An ileus is suspected. Surgical changes.¿ ¿ (B)(6) 2015: discharge summary. Course: significant degenerative disk disease, spondylolisthesis, foraminal stenosis, prior history of ventral hernia repair due to 6 c-sections in the past. Admitted for vena cava filter. Did develop small-bowel obstruction as well.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 05782133 . Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2015: (B)(6) hospital. [Signature illegible]. Anesthesia record. Asa 2. (B)(6) 2015: (B)(6). (B)(6), md. Radiology ¿ CT abdomen/pelvis with contrast. Indication: small bowel obstruction. Abdominal pain, nausea, vomiting. Recently status post retroperitoneal approach lumbar spine surgery. Findings: body wall soft tissue: transverse lower abdominal wall incision, surgical staples in place, subcutaneous fluid collection along the path of the incision in the subcutaneous fat measuring 6.3 cm in depth, 2.8 cm anterior-posterior, and 11.6 cm transverse. Likely a postsurgical seroma/hematoma. Few associated gas bubbles. Evidence of mesh hernia repair subjacent to the incision. Tiny fat filled hernia approximately 15 cm cephalad of incision, hernia defect 12 mm, a small lobule of herniated fat measuring 2.6 cm. Lung bases: normal. Hepatobiliary: in hepatic tip, oval rim enhancing mass 4.8 cm craniocaudal, 6.1 cm anterior-posterior, 4.0 cm transverse. Centrally low density compared to enhancing rim. Rim enhancement has some features of peripheral puddling, might be hemangioma, but mass remains incompletely characterized on single phase contrast-enhanced CT, malignant neoplasm not yet excluded. No intrahepatic biliary ductal dilatation. Gallbladder and common duct, normal. Pancreas, spleen, adrenal glands, normal. Urogenital: normal bilateral kidneys with symmetric nephrograms. Normal collecting systems, ureters and urinary bladder. Uterus surgically absent. Unremarkable ovaries. Moderate quantity of fluid deep pelvis. Pelvic floor and sidewalls: no mass or adenopathy. Retroperitoneum: no mass or adenopathy. Minimal stranding in fat just anterior to postsurgical level at l5-s1. Vasculature: no evidence of atherosclerotic disease. Ivc filter present. Ivc distal to filter is collapsed to the iliac bifurcation. Distal the iliac veins resume normal caliber. Gastric: stomach if fluid-filled, somewhat dilated. Nasogastric tube within stomach fundus. Small bowel and mesentery: fluid-filled dilated second and third portion of duodenum. Third portion of duodenum measures up to 3.5 cm in diameter, with dilatation of ligament of treitz into the jejunum, maximum jejunal caliber 3.9 cm. No jejunal wall thickening. Orally administered contrast gradually dilutes and terminates within the dilated bowel segments. There is a transition point abruptly to a normal caliber small bowel anteriorly within the abdomen, just to the left of and deep to the mesh hernia repair. Bird beak appearance, at the transition point, where nondilated small bowel and executed acute turn away from the dilated segment and remains nondilated distally. The remainder of the ileum is nondilated and normal in appearance. Appendix: normal. Large bowel: large bowel and rectum unremarkable. Free fluid or free air: free fluid deep pelvis as described. No free air. Impression: high-grade proximal small bowel obstruction with abrupt transition point to left of and just deep to mesh hernia repair, with features suggesting adhesive disease. Mass of hepatic tip. Collapse of inferior vena cava distal to ivc filter. Hematoma/seroma deep to incision, with subcutaneous fat anterior abdominal wall. 1.1 relevant medical information: (B)(6) 2015: (B)(6). [Signature illegible]. Anesthesia record. Asa 3. Weight 115 kg, height 5¿5¿. (B)(6) 2015: (B)(6). (B)(6), md. Radiology ¿ CT abdomen without contrast. Indication: abdominal pain. Findings: development of bibasilar atelectatic changes. There is now a drain in the anterior pelvic wall. The fluid collection in the anterior pelvic wall has resolved. The mesh in the anterior abdominal wall has been removed in the interval. In the anterior pelvic cavity, there is a fluid collection measuring 14.57 x 5.20 x 9.50 cm. There are persistent changes of a distal small bowel obstruction. Otherwise, stable appearance of the abdomen and pelvis. Impression: there is now a drain in the anterior pelvic wall. The fluid collection in the anterior pelvic wall has resolved. Interval removal of the mesh in the anterior pelvic wall. Development of a fluid collection measuring 14.57 cm in the anterior pelvic cavity. Persistent changes of the distal small bowel obstruction. (B)(6) 2015: (B)(6). (B)(6), md. Radiology ¿ x-ray abdomen. Indication: small bowel obstruction. Impression: persistent distention of both large and small bowel with fluid levels. An ileus is suspected. Surgical changes. (B)(6) 2015: (B)(6). (B)(6), md. Discharge summary. Admit date: (B)(6) 2015. Course: significant degenerative disk disease, spondylolisthesis, foraminal stenosis, prior history of ventral hernia repair due to 6 c-sections in the past. Admitted for vena cava filter. Did develop small-bowel obstruction as well. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: results code updated. Conclusion code remains unchanged. D4: correction: lot number corrected. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The initial reporter's complete address is (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2009 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2015, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: small bowel obstruction related to adherence to the mesh, mesh removal, additional surgery. Additional event specific information was not provided.